Event description:
Event description cpi received information that after one day of implant this atrial bipolar lead (4271) had dislodged. This lead was removed, and replaced with a positive fix (screw-in) (4269) lead.